Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed a complete loss of power to the system controller resulting in a clock reset. This event appeared consistent with full depletion of the external and backup batteries, which ultimately caused a pump stoppage. The controller event log file contained approximately 128 events from (B)(6) 2021 at 10:22:03 through (B)(6) 2021 at 07:10:58, per the timestamps. The log file captured the system consistently operating on battery power. Low power advisory alarms became active at 3:11:22 on (B)(6) 2021, due to the patient using the 14v li-ion batteries below the advisory voltage threshold. These alarms were followed by low power hazard alarms at 04:41:28 on (B)(6) 2021 when the batteries fell below the hazard voltage threshold. Full depletion of the 14v li-ion batteries was captured at 04:56:33 on (B)(6) 2021, as evidenced by an active no external power alarm. At this time, the 11v backup battery became active; however, the backup battery also appeared to have fully depleted, resulting in a pump stop. Following the last known timestamp of 07:10:58 on (B)(6) r2021, a controller reset was captured. This corresponded with the date and time being reset to the default timestamp of (B)(6) 2000 0:00:000, indicating a complete loss of external power to the system controller. Following the reset, the system controller was reconnected to the power module. The patient¿s pump was off until (B)(6) 2021 at 20:45:04 when the clock was reset for the remainder of the file. Despite the observed events, the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas IFU is currently available. Section 2, ¿system operations¿, states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3, ¿powering the system¿, and section 6, ¿patient care and management¿, warn that the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep, including switching to the power module or mobile power unit. This section further states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Additionally, section 7, ¿alarms and troubleshooting¿, details all system controller alarms, including the low battery advisory and low battery hazard, and how to resolve them. The heartmate 3 lvas patient handbook is also currently available. The patient handbook contains the same warnings and steps the patient should take when going to sleep in section 2, ¿how your pump works¿ (under ¿system controller power cable connectors¿), section 3, ¿powering the system¿ (under ¿when to connect to the mobile power unit¿), and section 4, ¿living with the heartmate 3¿ (under ¿sleeping¿). Section 5, ¿alarms and troubleshooting¿, details all system controller alarms, including the low battery advisory and low battery hazard, and how to resolve them. Section 3, ¿powering the system¿, details how to check a battery's charge level, how to replace low batteries with fully-charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Weight: patient's weight was estimated from most recent provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient fell asleep on batteries and woke up with drained batteries but no alarms went off. The patient replaced the depleted batteries and the pump/controller restarted. The internal batteries had 0 months left until replacement. Resyncing the controller resolved the yellow wrench alarms as a result of no power. The backup battery was replaced. Related manufacturer report number #2916596-2021-02712.